Manufacturer narrative:
D4 - expiration date, and d4 - primary UDI number: corrected. D9: date returned to mfg.: 10/28/2024. H3 and h6. Codes: updated. Device evaluation: received one (1) used device sample. As received the port on the proport was observed to be broken. The deformation on the area appeared to be cold form damage, with an ovular pinched like shape. The complaint of ruptured base can be confirmed due to the observed damage. The probable cause is due to intentional external bending/twisting forces applied during use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the specialist was assembling the implantable device, a rupture in the base of the implantable chamber was detected. This occurred during the pretest. There was no patient involvement, and no patient harm/adverse event reported.